Event description:
Per provider, states that the customer had the chair for about a month and the seat upholstery is coming undone at the seams. Provider states that the cushion is starting to come out because it is coming undone. Provider did not have end users information available. No additional information provided.